Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima rx biliary stent was used during a procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the physician pulled the hub to deploy the stent, the stent successfully deployed; however the guide catheter broke and detached inside the deployed stent inside the patient. The guide catheter fragment was retrieved using a snare, and the stent was left in place. No other damage was noted to the device. The procedure had been completed using this flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent was not returned. Visual evaluation of the device found the guide catheter to be detached from the pull wire assembly. The proximal end of guide catheter that attaches to the welded cannula/pull wire assembly noted to be slightly torn. A kink was also noted at the distal end of the guide catheter. The working length of the guide catheter remained intact. The overall length of guide catheter measured approximately 27.0cm which meets the guide catheter cut length specification of 27.0cm +/- 1mm. No visible damages were observed on the push catheter, ramp window, pull wire assembly, or welded cannula. The condition of the returned device is consistent with the complaint that the guide catheter broke. It is possible that excess force on the device caused detachment of the guide catheter. The noted damage is likely due to procedural or anatomical factors encountered during the procedure (such as patient tortuous anatomy or maneuvering of the device). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima rx biliary stent was used during a procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when the physician pulled the hub to deploy the stent, the stent successfully deployed; however the guide catheter broke and detached inside the deployed stent inside the patient. The guide catheter fragment was retrieved using a snare, and the stent was left in place. No other damage was noted to the device. The procedure had been completed using this flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.